Manufacturer narrative:
The device was returned and evaluated. The unit was found to be soiled, used and covered in soot. The flow control knob was missing and the female fill connector lip seal was found to be cracked. The internal components were covered in hair and excessive debris, but otherwise normal. The cannula involved was soiled with the nasal prongs darkened and melted. There were visible indications of liquid oxygen leaking from the cracked female fill connector lip seal at the end of the filling procedure. The leak stopped once the device was removed from the fill unit. This is considered a typical reaction that only occurs during the filling procedure (ie. When the unit is coupled to a stationary fill source) when a damaged lip seal is present. The normal evaporation rate, primary relief valve pressure, economy valve pressure and all flows were within specification. The unit successfully completed all non-destructive testing except the fill test. Product labeling warns: "do not smoke near this unit. Keep away from heat, flame or sparks". User guide warns: "do not smoke near this equipment. Keep cigarettes or burning tobacco away from the area where equipment is operated. Keep this equipment away from electrical appliances. Keep oxygen away from open flames". Technical manual instructs in the pre-fill inspection: "perform the following procedure to visually inspect the h850 and determine its operational status before filling. Correct observed problems before proceeding to fill the portable. Visually inspect the h850 unit for overall product integrity. Verify that the fill connector poppet is not worn, leaking, or damaged. Inspect the circular, white lip seal in the fill connector for cracks or signs of wear".

Event description:
It was reported: a patient was using an h850 portable liquid oxygen device. The patient was smoking while using the device. The patient's bedclothes ignited. As a result, the patient sustained injuries requiring hospitalization.